Event description:
It was reported that the 9600 system had a small dark artifact in the image found during an inspection. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera, camera lens, collimator, and image intensifier grid were cleaned and inspected during the service call. The system was tested and found to be working as intended and put back into service.